Event description:
It was reported that during an arthroscopic procedure, the mechanism of the upper tip of the firstpass mini was found broken upon the second usage when mounting the suture on. There were no broken pieces in the patient's joint. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture is completely detached. Detached suture capture was returned. Product was returned in opened original packaging. A review of the customer provided image shows the original packaging confirming part number 72290129 and lot number 2077942. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture test cannot be conducted due to detachment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no relevant clinical information has been provided. Therefore, a thorough medical investigation cannot be rendered, nor could a definitive clinical root cause of the reported failure be determined. Per subsequent e-mail, there were no broken pieces in the patient joints. Item was still intact upon the discovery of the broken mechanism of the product. Based on the information provided, the procedure was successfully completed with non-significant delay using a back-up device without any other complications. It was reported the patient is well and fit. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.